Event description:
It was reported the catheter handle leaked after one hour of use.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. (B)(4).